Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly at 60% battery life. There was no impact to the customer's blood glucose level. The customer was able to reload a cartridge onto the pump and resume insulin delivery prior to contacting tandem technical support.